Event description:
It was reported that the patient called the hospital team as the pump was having a low flow hazard alarm while connected to the mobile power unit. The patient was clinically stable and came to the hospital. The hospital team observed the pump parameters and the system controller showed no flow and all the other parameters seemed similar to the last follow-up consultation. An echocardiogram was performed and showed that the pump was working normally. The patient's controller was replaced with their backup controller and all the parameters were good including flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a flow reading issue was confirmed via the log file extracted from the system controller during testing. The log file contained data spanning approximately 7 days ((B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2021 at 2:41:00, the patient¿s flow was observed to drop to 2.2 lpm (from a sustained ~3.4 ¿ 3.8 lpm throughout previous days), then to 0 lpm at 2:41:10, triggering a low flow alarm. The low flow alarm and blank flow reading remained active throughout the remainder of the log file until the controller was fully shut down at 5:15 of the same day. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Flow reading was able to be observed on the controller¿s screen throughout all testing. Another log file was extracted from the controller during additional testing on 10jun2021, and flow reading was able to be observed within the data. Readings of 0 lpm were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including alarms associated with low flow conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.